Event description:
Not enough o2 delivery customer stated "code blue resuscitator. The only number I can find on packaging is (B)(4). The issue: during a resuscitation the ambu was connected to wall oxygen, the patient was intubated, rise and fall of the chest was noted, o2 saturation did not respond with the efforts that were being made. The team switched out the ambu bag and the patients saturation responded accordingly." No patient impact.